Event description:
Info received indicates there are no bed functions working from either siderail.

Manufacturer narrative:
The technician found the bed had an error code for the foot retraction sensor out of range. The technician calibrated the foot sensors, checked the linkage and cable connections and replaced the power control module to repair the bed.